Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient developed a hematoma after implantable cardioverter defibrillator (ICD) implant, requiring a hematoma evacuation. The ICD remains in use. No further patient complications have been reported as a result of this event.